Event description:
According to the literature source of study performed between 2003 and 2015, a study was performed to analyze the usefulness of ce(capsule endoscopy) in the suspicion of complicated celiac disease (cd). One hundred and eighty-nine celiac patients (mean age:46.6 16.6, 30.2% males) who underwent ce for alarm symptoms (n = 86, 45.5%) or non-responsive cd (n = 103, 54.5%) were included. A single ce retention with a successive surgical extraction was reported. An ulcerated ileal substenosis leading to ce retention was also reported in one of the patients.

Manufacturer narrative:
Title: role of capsule endoscopy in alarm features and nonresponsive celiac disease: a european multicenter study source: digestive endoscopy 2018; 30: 461¿466 doi: 10.1111/den.13002. If information is provided in the future, a supplemental report will be issued.